Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during procedure, a line noise was observed at the upper left of the screen. It was noted that when performing a blank 2d image. No noise was observed in the patient 2d and 3d image. The procedure was completed with the use of imaging. There was no delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
Correction: the reported issue occurred in a spinal fusion. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.